Manufacturer narrative:
Review of images of the anti-d series 4 well shows either bubbles or unusual color and suspension in the wells. The unusual color indicates insufficient reagent was pipetted into the wells. The presence of the bubbles in the wells suggests foam or bubbles in the reagent vial. All other wells with the exception of the anti-d series 4 well appear as expected. Advised customer to check all vials for bubbles or foam prior to loading them on the instrument. Per the echo operator manual, "inspect all reagents and controls for the presence of foam before placing on the instrument." No further reports of unexpected rh reactions have been reported on this instrument.

Event description:
Customer reported 4 rh positive donor units given rh negative interpretations by the echo.